Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician the issue has been resolved by replacing maintenance kit 10000h and the device was delivered to the user in working condition. Low pressure alarm is activated if measured pressures are outside alarm limits. The root cause was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the (B)(6) market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacture's ref.#: (B)(4).